Event description:
It was reported that the insulin pump was dropped and that the screen had gone blank. The battery was replaced, but the insulin pump would not turn on. The blood glucose reading was 5.7 mmol/l. Nothing further was reported.

Manufacturer narrative:
The insulin pump was monitored for 48 hours with multiple basal rate. No black dot or blank display anomaly noted. All operating currents were normal. The insulin pump was received with cracked reservoir tube. No damage inside pump noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.